Manufacturer narrative:
The implant was used for treatment, not diagnosis. Both implants remain in situ radiograph images were not provided. The identifying lot number was not provided; there, a review of the device history record could not performed. No additional information has been received regarding this event. Based on the information provided, a root cause cannot be determined. If additional information is provided, a supplemental report will be submitted.

Event description:
A 51 y/o male underwent a posterior lumbar interbody fusion procedure at l4-5 on (B)(6) 2022. Around 4 months postoperatively, a radiograph revealed two broken screws. A revision surgery has not been scheduled.